Event description:
A patient reported experiencing repeated cartridge alarms on their device. Despite the alarms, there was no adverse impact to the patient's blood glucose level. Technical support instructed the patient to load a new cartridge, but the alarm persisted, leading to the decision to replace the pump.